Event description:
The pump was returned for recurring loss of prime warnings. A review of the pump history indicated that loss of cartridge detection had occurred which could not be duplicated during testing. Evaluation revealed a dislodged display screen and partially dislodged force sensor pins. This report is made based on results of investigation completed on 02/28/2012.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 02/28/2012 with the following findings: a review of the pump history indicated that loss of cartridge detection had occurred which could not be duplicated during testing. Evaluation revealed a dislodged display screen and partially dislodged force sensor pins. Correction number: 2531779-03/24/2010-003-r.